Manufacturer narrative:
(B)(4). The event occurred in early (B)(6). The device was not returned, however a companion sample was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusors reservoir exploded during set up. There was no patient involvement. No additional information is available.